Manufacturer narrative:
Correction: section b5 - describe event or problem corrected; correction: section a4 - patient weight corrected.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient stated they underwent fusion surgery. They said surgery mode was enabled. The following day their patient controller (pc) app displayed "cannot connect to the generator, the generator is not responding". The rep was unable to recover the device. The clinician programmer (cp) logs were reviewed by technical service (ts) and showed the ipg was in service app. Surgery took place where the ipg was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient had an unrelated thoracic fusion procedure where the device was placed into surgery mode. Subsequently, the ipg could not communicate with external devices and programmer displayed error messages "cannot connect to generator. The generator is not responding" and "connection problem with the generator." Troubleshooting was attempted several times to no avail. Clinician programmer (cp) logs confirmed the ipg to be in service app mode. Surgical intervention may be undertaken to address this issue.